Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to user fault - failure to follow instructions. Found out the the user did not perform two-point calibration of the oxygen sensor. After the two-point calibration, the alarms disappeared.

Manufacturer narrative:
Add vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. However, vyaire ts informed customer that there is a noise coming from the rear fan when the bv is turned on. Received new logs and found that alarms went away after doing 2p cal. Informed customer that the unit should be good to go back into service. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Respiratory therapist (rt) reported to vyaire medical that the bellavista1000 us ventilator fio2 did not reach the percentage that was asked. The customer confirmed that there was no patient involvement associated with the reported event.